Event description:
Customer reportedly received 130 mg/dl on the meter and was feeling shaky, sweating and felt disoriented. Symptoms did not match reading. Caller stated patient called his neighbor to come over and sit with him; treated patient with most likely orange juice. Caller reported a few hours later patient went to (B)(6) for a routine visit and told the doctor about the incident and the doctor stated it sounded like he was having a low blood glucose episode; no treatment was received. Requested return of the alleged device for evaluation and replacement was sent.